Event description:
It was reported that pericardial effusion, tachycardia and hypotension occurred. A left atrial appendage closure (laa) procedure was performed under monitored anesthesia care sedation and intracardiac echocardiography (ice) imaging. The patient was on xarelto prior to the procedure and heparin during the procedure. It was noted that the patient had a moderate pericardial effusion at the beginning of the implant via the ice catheter. A 24 mm watchman flx device was used to close the laa, but due to the anatomy required 7 recaptures to properly place the device in an acceptable position. After the 6th recapture, the patient's blood pressure lowered. An effusion sweep was performed, noting that the pericardial effusion had grown on the left side of the heart. Because the patient remained stable, the device was repositioned one last time. After device release, the patient's heart rate increased and blood pressure remained lowered. Protamine was given and a pericardial tap was performed, drawing off 400 cc of blood. The physician noted that not all of the 400 cc was from a traumatic cause since the patient had a baseline effusion to start. The patient's heart rate and blood pressure returned to normal and no further intervention was necessary. A catheter was left in the pericardium overnight to prevent any further effusion collection. The patient is expected to recover, but status is unknown at this time.